Event description:
Related manufacturer reference number: 3006705815-2019-02552. Additional information received indicated that surgical intervention was undertaken wherein both the leads were explanted and replaced. Therapy was restored after surgery.

Manufacturer narrative:
The reported event of high impedance//bent/kink was confirmed. Microscopic inspection identified a kink in the lead body where all of the internal wires were broken follow by a cam impression mark. This would have caused the reported issue. The fractured wires are consistent with the lead being subjected to overstress while in vivo.

Event description:
Related manufacturer reference number: 3006705815-2019-02552.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2019-02552. It was reported the patient is not getting adequate pain relief and diagnostics indicated high impedances. It was confirmed both the leads have migrated from vertebral level t7 to mid t8 and have slightly bent at the anchor site. Surgical intervention may be pending to address the issue.